Event description:
It was reported that a pta balloon allegedly ruptured circumferentially in the middle of the balloon upon inflation. The balloon burst in the pt. Pt info is unk. Possibly used on an arterial anastomosis fistula, location unk. Inflation method is a 10 cc syringe hooked to a 3 way stop cock. They use an additional 3 cc syringe, if needed. The balloon separated in the pt, and the pieces had to be recaptured with a snare.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The xt catheter was returned inside a 6f introducer sheath, without the balloon guard. No kinks were visible on the catheter. The tip of the balloon was detached from the catheter and was returned in a specimen cup. Both marker bands were present on the catheter. There was stretching visible on the catheter under the balloon. The tip of the catheter appeared deformed, indicating that there was some difficulty removing the balloon from the sheath. The portion of the balloon that was still attached to the catheter measured at 3.2cm. There were gouges found in between the marker bands on the catheter portion under the balloon. The catheter length underneath the balloon was measured at 5.8cm. The detached tip for the balloon measured at 4mm in length. The investigation is confirmed for circumferential rupture, but the root cause of the rupture is unk. The current (information for use) IFU states: do not exceed the pressure rating recommended for this device. Balloon rupture may occur if the maximum pressure rating is exceeded. Warning: if resistance is felt when either removing the guide wire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation. Opti-plast xt peripheral balloon dilatation catheters are recommended for use in percutaneous transluminal angioplasty of the iliac, femoral and renal vessels. Bard does not recommend the use of this product for procedures other than those mentioned above. It should be noted that a pressure manometer was not used for this procedure. The use of a pressure manometer is recommended in the IFU.